Manufacturer narrative:
The patient was experiencing discomfort. The patients ipg pocket site was revised and ipg was replaced. Therapy was restored post-operatively. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg pocket site. Patient had reportedly lost weight leading to the ipg being closer to the skin surface. Patient underwent surgical intervention on (B)(6) 2023 where in the patients ipg pocket site was revised and ipg was replaced. Therapy was restored post-operatively.

Manufacturer narrative:
Event date is estimated.